Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted with two proglide devices after a peripheral angioplasty interventional procedure using a 6f sheath. Reportedly, the first proglide device was flushed without issue prior to use, but when inserted into the anatomy, there was no blood flow from the marker lumen. After multiple attempts of trying for a marker lumen patency, it was noted that the blood flowed from the quick cut portion of the device. The decision was made to continue using the device, but when attempting to harvest the sutures, and suture did not engage well and the knot was placed outside of the vessel. The device was changed for a new proglide, but after successful deployment, the suture came out of the vessel without the knot formed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier - failure to follow steps/instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported marker lumen obstruction could not be determined. Factors that contribute to marker lumen obstruction include, but not limited to, under insertion, clogged marker port/ lumen, improper insertion angle, preexisting hematoma gives false mark. It should be noted that the proglide instructions for use (IFU) states: do not deploy the foot in the artery unless brisk pulsatile flow of blood (¿mark¿) is evident from the marker lumen. The reported deployment of the device with confirmation of marker lumen patency would not have contributed to the reported marker lumen obstruction as it was reported that the marker lumen was successfully flushed prior to the procedure. This IFU deviation was not have contributed to the reported blood flow from the quick cut mechanism as it appears to be related to manipulation and/ or over insertion of the device additionally, it is unknown if this IFU deviation would have directly contributed to the reported malposition of the suture. The reported blood flow from the quick cut mechanism appears to be related to manipulation and placement technique (over insertion) of the device during attempts to achieve marker lumen patency. The reported malposition of the suture (knot was placed outside of the vessel) appears to be related to an interaction with the patient anatomy or friable femoral vessel. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.